Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinically relevant documentation was provided; therefore, a thorough medical investigation cannot be performed. No further medical assessment is warranted at this time. Without medical records or the device, a thorough investigation cannot be performed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a surgical intervention was performed due to an hematoma on the patient's knee. The poly was exchanged.